Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27aug2019. The review was performed from the date of manufacture to the present date 22nov2021. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device does not register when connected to pcu. There was no patient involvement.

Event description:
It was reported that the device does not register when connected to pcu. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify h3 other text : see manufacturer narrative.